Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a g4 triclip steerable guide catheter (tsgc) was used to implant a g5 triclip. A second g5 triclip was then implanted successfully. It was then identified that one of the triclips had a single leaflet detachment (slda). The procedure was discontinued. The final tr was unchanged at grade 4. There were no adverse patient effects or clinically significantly delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) could not be determined. The reported unchanged tricuspid valve insufficiency/ regurgitation (tr) appears to be a cascading effect of the reported slda. Tr is a known possible complication associated with triclip procedures. The reported difficulties visualizing the clip appears to be related to poor imaging. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 1494 was removed.

Event description:
N/a.